Event description:
It was reported that patient underwent revision surgery of right hip resurfacing due to failed metal-on-metal arthroplasty (clicking, catching around the hip, increasing pain, elevate ion levels), pseudotumor, right iliotibial band defect.

Manufacturer narrative:
(B)(4).